Event description:
It was reported that an 100 ml bag of unknown medication, with a rate set at 200 ml/hr, infused within 20 minutes. The set was not saved. The biomed reported bench testing was performed which showed the pump was within specifications.

Manufacturer narrative:
(B)(4). Although requested, no devices or logs have been received. A follow up report will be submitted should the device or the logs be sent in for investigation.